Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Recipient is reported to have had a fight with school colleagues and was hit on the head over the implant. Hearing performance with the device was affected. The recipient has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User is reported to have had a fight with school colleagues and was hit on the head over the implant. Hearing performance with the device is affected.